Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received from you, the root cause of the observed dislodgement cannot be determined.

Event description:
28 days after implantation it was observed that the ventricular lead was dislodged. The lead was replaced.